Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime during prime and system sensor test due to faulty back pressure sensor. No motor error or no delivery alarm noted. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, cracked reservoir tube window and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for no delivery and problem was resolved but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.